Event description:
It was reported the insulin pump started counting from one to seven and then it alarmed unexpected restart. Then in continued to count and the device continues to alarm. Customer's blood glucose was 500 mg/dl. Customer was given a replacement device.

Manufacturer narrative:
The insulin pump was received stuck in unexpected restart/ force sensor calibration values corrupted alarm loop after the battery was installed due to software error. No other testing was performed due to the alarms. The following cosmetic damage was noted: cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.